Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that dsa imaging on the 180 day follow up revealed stenosis of the parent artery that was greater than 50% ¿ 75%. No other adverse events or intervention for the stenosis was mentioned. Patient was asymptomatic due to the stenosis. The lot # is currently not available. Unknown if the anatomy was tortuous. Medical history: hyperlipedemia, atrial fibrillation, coronary heart disease. The patient was treated for left internal carotid artery aneurysm c6. The aneurysm was saccular. Never ruptured. No treatment given as the patient was asymptomatic. Site reported serious adverse event related to study device and procedure¿ significant intra stent stenosis of the left ica which was noted in follow-up imaging performed during 180 day follow-up visit on 12-apr-2019. Action taken: ¿elective balloon angioplasty of the intrastent stenosis was performed there was no deterioration in patient's clinical condition¿. Event was recovered/resolved on (B)(6) 2019. Additional information received indicated that dsa imaging result revealed parent artery stenosis: >25% - 50% during 1 year follow up visit on (B)(6) 2019. Additional information was received reporting this adverse event (ae) resulted in prolongation of existing hospitalization from (B)(6) 2019 to (B)(6) 2019. There was left middle cerebral artery (mca) flow 42% decreased vs right mca. This event was not treated with a blood transfusion, physical therapy, or surgical procedure. This ae was treated with a percutaneous intervention and a concomitant or additional treatment was given. Ae was not related to the disease under study and possibly related to an underlying condition. The site assessed this event did not lead to congenital anomaly, death, or disability, and was not considered life-threatening. The site assessed this event as causally related to the study device and possibly related to the study procedure. The aneurysm's maximum diameter was 12mm, dome height 12mm, dome width 10mm, neck size 5.5mm. Parent artery diameter distal to aneurysm: 3.5mm. Parent artery diameter proximal to aneurysm: 4mm. There was significant stasis at the end of the procedure. There was complete neck coverage at the end of the procedure. Aneurysm occlusion (raymond and roy) at the end of the procedure was class 3. The study device was successfully implanted in the patient, wall apposition achieved. Ophthalmic artery side branches covered by the pipeline device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the stenosis recovered/resolved on (B)(6)2019.